Event description:
Per the clinic, the patient experienced meningitis in 2012 (specific date not reported).additional information has been requested but has not been made available as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
No further information has been made available. This report is filed (B)(6) 2015. Implanted device remains.